Event description:
It was reported that while hooked up the system monitor the patient's speed ranged from 5850 to 6250. Doctor thought it could be "sucked down" due to the large amount of weight that the patient had lost and still being on a high dose of diuretic. The patient complained about dizziness occurring after taking their diuretic. The patient had no other complaints or alarms. The doctor decreased the amount of torsemide as well as ordering an echo and labs. The log files captured speed recordings down to 5850 rpm which is normal. There were no other unusual events recorded in the log files and the device operated as intended. Results of echo and labs did not prompt further investigation. The patient was currently admitted for other reasons. The cause of speed changes was assumed to be due to sucked down event. Adjusting the diuretic dose did not resolve the dizziness.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2023 at 11:29:06 through 13:07:09. Transient pulsatility index (pi) events were also observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. In addition, this document explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.